Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected and experienced high blood glucose level. The customer¿s blood glucose level was almost 400 mg/dl. Customer declined troubleshoot for high blood level. The customer was assisted with troubleshoot and the customer stated that the insulin pump was not exposed to temperatures below 41°f. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. Power error detected recurred within a week of troubleshooting previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump trace download analysis confirmed the power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. Device received with broken belt clip rail. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.